Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Device data was unable to be downloaded from the device. Investigation found all three battery voltages were observed to be lower than expected. Shelf mode current could not be measured since communication could not be established with the master pdm. The exact cause of the low battery voltages could not be determined. The device was connected to an external power supply in attempt to retrieve the device data, but was unsuccessful. The pcb was removed and no damage could be found on the pcb that would lead to a failure when downloading the data. The cause of the low battery voltages and data loss could not be determined. The exposed portion of the soft cannula was measured to be stretched and had a tear that led to fluid being diverted from the fluid path. It could not be determined when or how this damage occurred. Cracks were observed in the top and bottom housing of the pod. It could not be determined when these cracks occurred.